Event description:
Customer obtained results of 390mg/dl and 146mg/dl within 10 minutes on the accu-chek aviva system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.